Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The unit was received with the knife blade assembly disengaged from the cartridge. Functional evaluation was unable to be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition occurs when the firing handle is over retracted after firing. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colectomy functional end to end anastomosis procedure, for the colon resection, the surgeon pushed the plastic knob, however the knife did not move forward. Then the surgeon returned the knife to the original position and removed the device from the surgical field, however the cartridge was broken. Replaced by new cartridge, however the same event occurred. The surgical time was extended by less than 30 min. There was no patient injury.